Event description:
An equipment malfunction occurred which resulted in the machine gantry elevating on its own during the compression process. The top control located on the left side of the machine was used to elevate the machine gantry. This was done to ensure the nipple was in profile. While adjusting the breast tissue, the registered mammography technologist used the foot pedal to compress the breast. At this point, the gantry elevated slightly on its own. The technologist depressed the button several times, thinking that the button may be sticking. Movement of the gantry stopped. The pt's breast was placed in full compression, and the registered mammography technologist stepped away from the unit to make an exposure. Once again, however the gantry continued to ascend. The pt's breast was quickly released from the compression by the registered mammography technologist. Co replaced the unit. At this time, the cause of the malfunction is unknown.